Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: right mentor memorygel, 4005cc silicone breast implants ref/sn; (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel, 375cc silicone breast implants which during removal for replacements left side implant was discovered ruptured. The right replaced with catalog number 3503001bc; serial number (B)(4) , and the left replaced with catalog number 3502751bc; serial numbers (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device received on 7/22/2019 device evaluation completed on 7/22/2019: during evaluation of the sample a crease was observed on anterior view and extending to anterior view. Leak testing revealed a tear noted in the posterior aspect within crease measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: , continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).